Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has not been received by zimmer biomet and the investigation will begin once product is received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the zimmer skin graft mesher coil was bent. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). . On april 5, 2018, it was reported that the coil was bent and it¿s difficult to turn the handle. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) six times as documented in the repair reports in livelink. The last repair was (B)(6), 2017 where it was reported that the device needed repair/annual maintenance and the ball detent, bushings, side plats, comb, and gear were replaced. This is not a related issue. Product review of the skin graft mesher on (B)(6), 2018 revealed that the calibration and test mesh could not be performed due to the bent comb. The roller and gear were visibly damaged. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (b)(64), 2018 which included replacement of the roller, gears, and comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review it was noted that the comb was bent and roller and gear were damaged. While during product review it was noted that the comb was bent and also the handle was unable to be turned due to damaged gear and roller, it is unknown how this occurred. Therefore, a root cause cannot be specifically determined with the information provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.